Event description:
Complainant alleged that the device's manual mode was unable to access, as the key switch rotated 360 degrees. Complainant did not indicate that there was patient involvement in the reported malfunction.